Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including daily/weekly/monthly testing, on/off current testing, patient/circuit impedance testing and shock testing without duplicating the report. The main board will be replaced as a precaution. The device was recertified and returned to the customer. It was noted to customer: where this device is being stored should be reviewed to ensure it meets instructions for use recommendations, specifically surrounding humidity beyond 95% non-condensing or condensing for prolonged periods of time. No trend is associated with reports of this type.

Event description:
Complainant alleged that during functional testing, the device displayed an "ECG fault -501" error message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.